Manufacturer narrative:
Event date and implant date are approximated since unknown.

Event description:
It was reported that a cerebral vascular attack occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. Two years post-implant, patient sustained a cerebral vascular attack (cva). No further information is known at this time.